Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with a depleted battery alarm was discovered and confirmed in the pump's event history by baxter personnel. This condition was caused by faulty main batteries. The main batteries and battery harness were replaced to correct this condition. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. On (B)(6) 2005 and (B)(6) 2008 the batteries and battery harness were replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).